Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with signs and symptoms of pump thrombosis including hemolysis and unspecified heart failure symptoms. The patient has chronic anemia and at the time had been off of coumadin therapy for a supratherapeutic inr. The patient was admitted for cardiogenic shock, septic shock and bacteremia. The pump was showing high estimated flows and power spikes. The pump was turned off and the patient was started on milrinone and heparin infusions. The patient was then found to be (B)(6) and the patient was to be switched to argatroban. A pump exchange was performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of vad-56507. The device was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and the rest of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow and outflow graft were returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft bend relief and outflow graft bend relief collar) was not returned. Examination of the proximal side of the pump's outlet stator upon disassembly of vad-56507 revealed a thrombus formation surrounding the bearing ball. This formation¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks observed at the distal end of the rotor, suggest that it was present while vad-56507 was supporting the patient. Although a cause for the development of this thrombus could not conclusively be determined through this evaluation, it would have contributed to the patient¿s reported hemolysis. Visual examination of vad-56507 also revealed soft, tissue like depositions of loosely clotted blood within the outflow elbow and at the proximal end of the rotor. These depositions were non-laminated, lacked denaturation, and were not adhered, suggesting that they developed acutely. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions and the duration for which they were within the pump could not conclusively be determined. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.